Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was taking place on 22 august 2022. While partially removing the steerable guide catheter (sgc) to assess the crossing of the septum, a loss of fluid in the column was noticed. There was no air observed inside the patient anatomy. The air was confined within the sgc. The device was removed from the patient and replaced with another to ensure patient safety and continue the procedure. There were no adverse patient effects. No additional information was provided.

Event description:
It was reported that a mitraclip procedure was taking place on (B)(6) 2022. While partially removing the steerable guide catheter (sgc) to assess the crossing of the septum, a loss of fluid in the column was noticed. There was no air observed inside the patient anatomy. The air was confined within the sgc. The device was removed from the patient and replaced with another to ensure patient safety and continue the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported leak/splash was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.